Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was decreased impedance and higher thresholds on the right ventricular lead. It was also reported that there was low impedance on the atrial lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: corrected initial reported address. Corrected event date. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that there were 60 low impedances for the atrial lead as of (B)(6), 2010 interrogation. There were no lead warnings.

Event description:
It was reported that there was decreased impedance and higher thresholds on the right ventricular lead. It was also reported that there was low impedance on the atrial lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.